Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that his daughter has had a urinary tract infection (uti) and the labs have come back stating that there was not infection remaining. Caller stated that now his daughter was experiencing some strong bladder contractions for the last 2 months. Caller stated she had the device implanted for constipation reasons. The reason for the call was to see if they should change the settings on their daughter¿s patient programmer (pp). Caller mentioned that the last time they took their daughter to the healthcare provider (hcp) they forgot their (pp) so the hcp gave them another one, so they have two of them. Caller stated when they synced with the device last night they could see the settings but could not see the program she was on. The caller wanted to know if each program was associated with either helping the bladder or the bowel. Caller redirected to follow up with hcp. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.